Event description:
Laparoscopic cholecystectomy "gen surgeon dr (B)(6) was performing a laparoscopic cholecystectomy with a resident at the table. Eight - nine clips had been placed successfully, including 2 clips partially closed on the cystic duct for a cholangiography. The resident placed several clips without incidents, and then attempted to place another clip. She squeezed the handle, and a "pop" sound was heard in the room. No clip advanced into the jaw at that time. The handle could be pulled back part way, but the clip applier would not function." Pt status: no pt impact was experienced due to product misfire.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.